Event description:
Per operative report, first attempt of endovascular repair of aaa failed. During the second attempt the device was pulled back into the sheath obtaining almost total deployment of the device into the 22 french sheath, only having approximately 1 millimeter of the device left outside. The surgeon started pulling back on the device and on the sheath, being able to get it into the common iliac without any difficulty, meeting some resistance at the level of the external illiac. The surgeon continued to advance the device out, when suddenly there was a release of sorts and the device came out. The surgeon rapidly became aware that the external iliac had been essentially avulsed. At this time procedure was converted to an open repair. Procedure was completed and patient was transferred to intensive care unit in critical condition. Patient later expired.